Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially called in to complain about experiencing high blood glucose over the last 4 days. Customer stated he changed the infusion set and was able to prime. Blood glucose was 370 mg/dl; current value is 258 mg/dl. During troubleshoot; the customer reported that the insulin pump has scratches on the screen and he is only able to see 60 percent of the display. The drive support cap is recessed, customer declined to check for site/set issues and could not check the settings due to the screen damage. . Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. However, the insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.